Event description:
It was reported by the customer via emergency support program line, that the sensation plus 50cc intra aortic balloon (iab) got flushed incorrectly during use. No patient harm was reported.

Manufacturer narrative:
Due to character limit: e1(initial reporter): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields:b4,d4(lot,UDI,exp date),g3,g6,h2,h4, h6(type of investigation, investigation findings,conclusion),h11. A 50cc balloon was flushed incorrectly due to an operator error and the team acknowledged responsibility with no patient involvement or harm. The damaged balloon was never inserted and a second balloon was opened and used correctly. The returned product showed the membrane unfolded blood on the exterior and two kinks on the catheter tubing near seventy to seventy four centimeters from the tip. Leak testing showed no leaks and guidewire insertion was smooth without resistance. The investigation identified catheter tubing kink as the failure mode which is an anticipated use related risk addressed in the instructions for use. No manufacturing nonconformances adverse trends or safety risks were identified and no CAPA escalation was required.

Manufacturer narrative:
Updated fields: b4, e1 (event site state), g3, g6, h2, h11. Corrected fields: a2, a3a, a3b, a4, b5, d9, and h3.

Event description:
A sensation plus 50cc intra-aortic balloon (iab) was opened and inadvertently flushed incorrectly due to improper stopcock placement, resulting in fluid entering the balloon and rendering it unusable. A second iab was opened and used successfully without incident. No patient harm was reported.